Event description:
The manufacturer received a voluntary medwatch (B)(4) alleging a ventilator's screen froze and the measured values were dashed out. The reporter alleges there was no air movement in the circuit. The patient required to be placed on a different device. The ventilator was evaluated by the third party durable medical equipment company and no malfunction of the ventilator was observed. The device operated and alarmed as designed.

Manufacturer narrative:
H1 was incorrectly marked as "malfunction" on the previously submitted report. H1 should have indicated "serious injury". It is corrected on this report.

Manufacturer narrative:
The manufacturer previously reported receiving a voluntary medwatch ((B)(4)) alleging a ventilator's screen froze and the measured values were dashed out. The reporter alleges there was no air movement in the circuit. The patient required to be placed on a different device. The ventilator was evaluated by the third party durable medical equipment company and no malfunction of the ventilator was observed. The device operated and alarmed as designed. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported receiving a voluntary medwatch (0533050000-2022-8034) alleging a ventilator's screen froze and the measured values were dashed out. The reporter alleges there was no air movement in the circuit. The patient required to be placed on a different device. The ventilator was evaluated by the third party durable medical equipment company and no malfunction of the ventilator was observed. The device operated and alarmed as designed. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. After receiving further information from the patient it is determined that the initial report should have been filed as product problem only. Section b1, h1 and h6 has been updated/corrected in this report.